Event description:
This trial lead was intended for patient implant in (B)(6). It was reported that during the implant procedure, impedance issues were observed with the device. Despite undertaking several intraoperative troubleshooting measures in an effort to resolve, the impedance issues remained. A new lead was used to successfully complete the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.